Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with ketones due to high blood glucose on month date, year with blood glucose of 502 mg/dl. She gave herself multiple doses of insulin but her blood sugar did not drop. Small amount of ketones were found in her blood. The customer was wearing the insulin pump during the hospitalization. The insulin pump is not expected to be returned for analysis.